Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer did not know how the pump touch screen became shattered and unreadable due to the damage. Customer's blood glucose was 248 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.